Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure one farawave 31 mm was selected for use. The catheter was in the vein and moving the wire entrapped tissue. Additionally, spline bunching occurred. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Event description:
It was reported that during an atrial fibrillation procedure one farawave 31 mm was selected for use. The catheter was in the vein and moving the wire entrapped tissue. Additionally, spline bunching occurred. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
Although the catheter was not returned for analysis pictures were provided for the investigators to analyze. The images confirmed that there was tissue on the tip of the catheter, confirming the tissue damage had occurred. Separately, the pictures did also confirm the spline bunching that occurred as they were visible in the image. The cause of the stuck guidewire could not be determined as the catheter was not returned for functional testing. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."